Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was a "dribble" leak during patient use at "the luer connection where the plastic seems to be cracked." There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: disregard lot #, expiration date & device manufacture date